Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms. The field representative reviewed and discussed oor reading with a health care professional (hcp). Boston scientific technical services (ts) indicated that all other readings are stable and no events at time of oor reading. Additional information received from the field representative that the patient might be brought in as per recommendation, however, no news was heard after the oor reading was noted. The system remains in service. No adverse patient effects were reported.